Event description:
It was reported by a physician that her programming handheld was not functioning properly. She indicated that she tried resetting it, but it will not respond to taps on the screen. It was confirmed that the lock button was disengaged and another hard reset was performed. The physician completed the hard reset but when screen came up to tap to continue it would still not respond to taps on the screen. Screen re-alignment was attempted however the screen would not respond. The issue did not resolve during the troubleshooting, and a new system was shipped to the office. The handheld was returned on (B)(6) 2012; however product analysis is not yet complete.

Manufacturer narrative:
.

Event description:
Analysis on the handheld was completed on (B)(6) 2012. An analysis was performed on the returned handheld and no anomalies associated with the handheld software were identified during the analysis. During the analysis it was identified that the touchscreen was unresponsive. The cause for the anomaly is associated with debris that was trapped under the top cover. Once the screen was cleaned, no further anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. Analysis on the flashcard revealed no anomalies with the software and databases performing to specifications.